Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the lesion was in-stent restenosis (isr) of a non abbott stent in the left main and proximal left anterior descending. The voyager balloon was being used to dilate the isr and ruptured at 16 atmosphere (atm). Reportedly, there was no patient injury. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.